Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the light from the illuminator system was turning off intermittently during a vitrectomy procedure. The light on the console system was used to complete the surgery. The patient was not harmed or injured as a result of the event. Additional information has been requested.